Manufacturer narrative:
The vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen started to flicker after minutes of use. The customer stated there was no patient involvement associated with this event.